Event description:
An aliquot of a pt sample gave an initial glucose result of 44 mg/dl. Same sample repeated gave result of 54 mg/dl. Same sample repeated using original tube recovered 15 mg/dl. Rerun of this sample recovered 23 mg/dl. A second, different pt initially recovered 36 mg/dl for glucose, when repeated recovered 102 mg/dl. Sample repeated an additional 4 times, and recovered 36 mg/dl, 36 mg/dl, 38 mg/dl, and 36 mg/dl. Initial results were not reported. The field service rep determined there was a sampling problem, the instrument was repaired.